Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted to facilitate surgery to treat a cholesteatoma. The device was explanted on (B)(6), 2011 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
(B)(4)